Event description:
It was reported to philips that the heartstart mrx defibrillator was showing a ventricular tachycardia reading if the cable was moved. There was no negative patient impact.

Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.